Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device potentially had low flow issues but did not currently have the device in front of them to verify and the device was due for a 2000-hour service and requested a quote.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit needed to be primed to fill during decon due to a weak circulation pump. Serviced the circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device potentially had low flow issues but did not currently have the device in front of them to verify and the device was due for a 2000-hour service and requested a quote. Per follow up information received via phone on 09jan2024, no patient involved and sample received. Per sample evaluation results on 19jan2024, it was reported that the arctic sun would not cool in decontamination until a test mixing pump was installed. The outer shell with louvers was missing a chiller frame alignment stud. Tank seals were lifted from tank. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit needed to be primed to fill during decon due to a weak circulation pump. Serviced the circulation pump. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: a, b, d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device potentially had low flow issues but did not currently have the device in front of them to verify and the device was due for a 2000-hour service and requested a quote. Per follow up information received via phone on 09jan2024, no patient involved and sample received. Per sample evaluation results on 19jan2024, it was reported that the arctic sun would not cool in decontamination until a test mixing pump was installed. The outer shell with louvers was missing a chiller frame alignment stud. Tank seals were lifted from tank. Completed the 2000-hour pm procedure on the device.